Event description:
Caller reported experiencing an alarm and multiple occlusion events with their insulin pump. The customer's blood glucose level did experience a significant increase due to the issue, reaching a point where the specific value was unknown, but it was displayed as "high." To address the high blood glucose, the customer administered a correction bolus via the pump, changed the infusion set and cartridge, and resumed insulin use. No third-party assistance was required. Despite resolving the immediate issue, the customer experienced recurring occlusion problems, leading to a request for further assistance from technical support.